Event description:
The next day following a radiofrequency ablation procedure, on (B)(6) 2026, the patient reported nausea, dizziness, and discomfort. The patient received atropine 1 mg intravenously (IV) as a one-time dose and 500 ml of intravenous sodium chloride (saline) solution. At the time of symptom onset, the patient was not experiencing any type of arrhythmia. However, the patient was noted to have bradycardia (heart rate 58 bpm) and hypotension (blood pressure 70/45 mmhg). There were no alleged performance issues associated with the abbott devices. The physician alleges that the symptoms could be due to positional or orthostatic blood pressure changes, however the cause is unconfirmed.